Event description:
Customer reported the insulin pump always gets an error message when it gets half way of the reservoir. Alarm history showed the device alarmed multiple no delivery alarms. Customer's blood glucose was 236 mg/dl. Alarm and possible causes were explained to the customer. Troubleshooting was not performed due to the alarm was not current. Customer also stated that he woke up in the middle of the night and his blood glucose was 456 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.